Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient was hospitalized because "the pump had been exposed". The pod site and duration of use was unknown. The pod has been discarded. No additional information was available.

Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. Date the incident occurred has been changed from (B)(6) 2017 to (B)(6) 2016. Date of event: (B)(6) 2016. The lot number was entered by mistake. Lot number is unavailable. Lot number: remove lot number. Expiration date: remove date. Device mfg date: remove date. Addtl mfg narrative: changed statement to no lot release records were reviewed, as the product lot number was not provided.